Manufacturer narrative:
(B)(4). Concomitant medical products: item #00877502802 bioloxâ® delta, ceramic femoral head lot #2971426, item #110010242 g7 osseoti 3 hole shell lot #6398821, item #ep-200144g7 act artic e1 hip brg 28x38mm lot #274690, item #unknown stem lot #unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 - 03424, 0001825034 - 2019 - 03471. Complaint sample (shell and bearing) was evaluated and the reported event was confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had a right total hip arthroplasty. Subsequently, approximately five months post op, the patient was revised due to dislocation. It was also reported that the patient had dislocated three times before the revision surgery and relocation was performed each time. During the revision procedure, it was noted that the biolox head had disassociated from the liner and the liner was lodged posteriorly outside of the cup. The head, liner and cup were removed and replaced. Additional information was requested however, none was available.